Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) evaluated the iabp and was not able to reproduce the problem. However, as a precaution, the fse replaced the on/off switch and performed endurance test for more than five days without any occurring problem. All functional tests and safety checks were performed to factory specifications and the iabp was returned to the customer for clinical use.

Event description:
The customer reported that during use, the cs300 intra-aortic balloon pump (iabp) suddenly shut down without any audio alarm. The iabp was in use for more than two days on the patient and was connected on mains power. The customer was able to reboot the iabp and the treatment was continued. No adverse event was reported.

Manufacturer narrative:
The power on/off cable assembly was evaluated at our national repair center (nrc) and no visual damage was observed. The part was then installed into cs300 test fixture, and tested to factory specifications per cs300 service manual. The part passed testing, and verification of the reported failure "pump suddenly shut down without any audio alarm" could not be reproduced. The part will be scrapped and retained in the nrc per procedure.

Event description:
The customer reported that during use, the cs300 intra-aortic balloon pump (iabp) suddenly shut down without any audio alarm. The iabp was in use for more than two days on the patient and was connected on mains power. The customer was able to reboot the iabp and the treatment was continued. No adverse event was reported.